Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at their ipg after having a fall. Reportedly, the patient feels that the ipg may have shifted in the pocked. As a result, the patient underwent surgical intervention on (B)(6) to have their ipg relocated and replaced. Effective therapy was restored postoperatively